Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Additional information was received on 21feb2021. Explanted means the angio-seal device was removed whilst still intact and before any deployment. There was significant scar tissue external to the right femoral artery puncture site and the patient had 5cm of subcutaneous tissue above the puncture site. He was not able to get into the right femoral artery using the dilator and sheath of the angio-seal, so he removed system. The angio-seal sheath had concertinaed over the dilator as he was trying to push through to the puncture site. The part of the device that was broken was the initial sheath (with dilator). The doctor does not blame the angio-seal as he strongly believes that the scar tissue caused the damage to the angio-seal sheath. The type of procedure being performed was an embolization of a type ii endoleak post evar. No type ii leak was found during procedure. A 6fr sheath was used. There was an issue with insertion although no issue withdrawal of sheath and dilator. The angio-seal component of the device itself was not used.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction to section b3. It was inadvertently initially submitted that the date of event was on (B)(6) 2020. Therefore, the correct date on (B)(6) 2021 has been provided.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. A correction is being provided to section b5. The statement "the user facility reported that the angio-seal device had to be explanted during the procedure as it was broken." Was inadvertently not provided within the initial report and is therefore being provided. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the sample was not returned for evaluation. The likely cause of the issue could be application of off-axis forces on the device due to the presence of scar tissue. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
The user facility reported that the angio-seal device had to be explanted during the procedure as it was broken.